Manufacturer narrative:
The device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus and perforation with pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was inserted into the laa. While they were loading the watchman ® laa closure device & delivery system (wds) into the was they noticed thrombus on the distal aspect of the was. It was noted that 10,000 units of heparin had been requested, but was not administered. At this time the patient¿s activated clotting time (act) was 145 seconds. The wds was removed. In order to remove the clot in the atrium, they hooked up a syringe to the was. The transesophageal echocardiogram (tee) was pulled from the laa against negative pressure. Sweeps were performed after the first was removed and there was no evidence of effusion at the time. Heparin was administered. A second was was advanced. A contrast injection with only the pigtail inside the laa revealed a small hole in the distal aspect of the laa which resulted in pericardial effusion. It was noted that the perforation likely occurred during the removal of the clot through the first was. The patient experienced a decrease in their blood pressure and an increase in their heart rate. They inserted a 21mm wds and deployed the closure device. They assessed the release criteria and released the device. Then they prepped the chest and performed a pericardiocentesis. No further patient complications were reported and the patient status is stable. The patient is doing well.